Event description:
It was reported the pump ¿wasn¿t any good.¿ the patient was told to have another surgery for another pain pump. Follow-up information has been requested to obtain information concerning the nature of the event, the drug delivered by the system, the patient¿s medical history, any diagnostics performed, and the patient¿s outcome. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2007, product type: catheter. (B)(4).